Event description:
Customer stated brakes weren't holding correctly.

Manufacturer narrative:
Tech discovered brakes were ratcheting from side to side. He replaced all 4 brake casters to resolve. No reported injuries.